Event description:
As reported by legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medial expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the inferior vena cava (ivc) filter was placed in the infrarenal ivc without immediate complication. Per the medical records provided, on physical exam the patient showed erythema, edema, and tenderness of the left thigh, as well as bilateral nonpitting pedal edema. Deep vein thrombosis (dvt) in the left common femoral vein was seen by venous doppler. The filter was implanted due to acute dvt despite being on coumadin. Past medical history includes morbid obesity, chronic congestive heart failure, atrial fibrillation, type 2 diabetes, hypertension, hyperlipidemia, coronary artery disease, obstructive sleep apnea and urinary tract infection. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and five months post implantation. The patient reports perforation of filter struts outside the ivc and tilt of the ivc filter. The patient further reports suffering from stress, anxiety and chronic pain near the implant site.

Manufacturer narrative:
Concomitant devices: unk wire, unk sheath additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lo numbers are not known. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilting and perforation of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medial expenses, and pain and suffering, and other damages.

Event description:
As reported by legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medial expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the inferior vena cava (ivc) filter was placed in the infrarenal ivc without immediate complication. Per the medical records provided, on physical exam the patient showed erythema, edema, and tenderness of the left thigh, as well as bilateral nonpitting pedal edema. Deep vein thrombosis (dvt) in the left common femoral vein was seen by venous doppler. The filter was implanted due to acute dvt despite being on coumadin. Past medical history includes morbid obesity, chronic congestive heart failure, atrial fibrillation, type 2 diabetes, hypertension, hyperlipidemia, coronary artery disease, obstructive sleep apnea and urinary tract infection. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and five months post implantation. The patient reports perforation of filter struts outside the ivc and tilt of the ivc filter. The patient further reports suffering from stress, anxiety and chronic pain near the implant site.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records provided, the patient had erythema, bilateral nonpitting pedal edema, and tenderness of the left thigh. Deep vein thrombosis (dvt) in the left common femoral vein was seen by venous doppler. The filter was implanted due to acute dvt despite being on coumadin. Past medical history includes morbid obesity, chronic congestive heart failure, atrial fibrillation, type 2 diabetes, hypertension, hyperlipidemia, coronary artery disease, obstructive sleep apnea and urinary tract infection. The ivc filter was placed in the infrarenal ivc without immediate complication. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilting and perforation of the filter and the resultant symptoms. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and tilt of the ivc filter. The patient further reports stress, anxiety and chronic pain near the implant site. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: product code.